Manufacturer narrative:
Adverse event or product problem: (B)(6). The device was returned to olympus and the customer's allegation was confirmed. The evaluation found the angulation in the right direction and gap of up/down knob is out of specification due to worn of angle wire. Forceps is not working as intended due to breakage of k-wire, the inside of the light guide (lg) is dirty, and there is a crumple at the connecting tube. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during preparation for use, the forceps elevator on the evis lucera duodenovideoscope skips and does not go up or down smoothly. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely causes of the reported events are due to a gap was made at the light guide (lg) lens glue due to stress from user handling resulting in dirt entered from there and remained inside the lg-lens. Additionally, the strands of the knob wire (k-wire) were cut by fatigue breakdown from repeated manipulation of the forceps elevator. Then, the strands were frayed and raised by repeated brushing around the elevator or attachment/detachment of distal cover. The event can be prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ ¿preparation and inspection - attaching the distal cover". The event can be detected by following the instructions for use (IFU) which state: ¿the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning.¿ ¿preparation and inspection - attaching the distal cover - when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.